Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not allow the customer to complete the load fill tubing process. Reportedly, the "fill cannula option was greyed out." Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed. Customer's blood glucose was 370 mg/dl.